Event description:
The reporter contacted lifescan on behalf of the patient alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 406 mg/dl and 129 mg/dl with the lifescan meter, performed within 10 minutes of each other. The meter was replaced.